Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that he was hospitalized due to diabetic ketoacidosis. No further details given. The customer could not be reached for more details; two calls were made and a voicemail was left with contact details so the customer can reach out.